Manufacturer narrative:
As no further information is expected, our investigation is complete. This report will be updated should further information become available.

Event description:
It was reported during a device changeout procedure, this lead was connected to the new device with acceptable measurements. While closing the device pocket this right ventricular lead exhibited high out of range pace impedance measurements. This lead was programmed to another vector and the procedure was completed. No additional adverse patient effects were reported.